Manufacturer narrative:
H.6. Investigation: customer reported the tubing fell apart and returned the affected sample. The sample was clearly separated at the spike and drip chamber and the complaint is verified. Visual inspection under the microscope determined the root cause to be solvent applied below the spike interaction region. When the spike was placed upon the drip chamber, most of the glue marks were still visible, meaning the glue was applied too low. This is shown by the line appearing around the drip chamber. Dimensional analysis found the drip chamber to be within tolerance. No other failure modes were observed. A device history record review for model 2420-0500 lot number 20083062 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of separation other component - no leak with lot #20083062 regarding item #(B)(4).

Event description:
It was reported that the gem v/nv 20dp ckv 2ss 117-in 20pk experienced component separation. The following information was provided by the initial reporter: I have never had this product fail like this and in such a manner. I thought I would bring this to your attention. This product did not make it to the patient as it failed before I added the medication. I also used tevadaptor spike port adaptor (for hazardous compounding). Bd alaris tubing set. Ref: (B)(4). Lot: (10) 20083062. Exp: (17) 23 ¿ 8 ¿ 3.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Initial reporter facility name: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the gem v/nv 20dp ckv 2ss 117-in 20pk experienced component separation. The following information was provided by the initial reporter: I have never had this product fail like this and in such a manner. I thought I would bring this to your attention. This product did not make it to the patient as it failed before I added the medication. I also used tevadaptor spike port adaptor (for hazardous compounding). Bd alaris tubing set. Ref: 2420-0500, lot: (10) 20083062, exp: (17) 23 ¿ 8 ¿ 3.